Event description:
Customer is receiving sporadic readings. Customer's average reading before breakfast is about 110. Strip reading results are 104, 120's, and 130's within a couple of minutes using different fingers.